Event description:
A baxter vascuguard peripheral patch was applied during an endarterectomy on (B)(6) 2016. The patient returned to the emergency department on (B)(6) 2016 with complaints of neck swelling at the surgical site. A surgical revision was performed. The patch appeared to have detached. A voluntary medwatch report was submitted on 08/22/2016. Upon further review of reporting recommendations, it was determined that a mandatory medwatch should be submitted. Reference voluntary report # mw5064330.